Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was unconfirmed as it was noted that no noise was heard from the circulation pump. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that noise coming from the pump of arctic sun device. Per follow up information received via email on 23mar2023, they borrow another device from neonatal department and continued the treatment with that device and there was no patient impact. It is a dissonance probably from the circulation pump.

Event description:
It was reported that noise coming from the pump of arctic sun device. Per follow up information received via email on 23mar2023, they borrowed another device from neonatal department and continued the treatment with that device and there was no patient impact. It is a dissonance probably from the circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.